Event description:
On 6 january 2026, a distributor reported via email that a swivelock screw became deformed during insertion into the humerus in an elbow dislocation case. Instruments ar-1678-01, ar-1678-02, ar-2324ptb, and ar-1927ctb were used for the hole preparation. The procedure was successfully completed using an additional swivelock, with no fragments retained in the patient and no harm reported. A bone density assessment was not performed for this case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.